Event description:
A customer contacted beckman coulter inc. (Bec) reporting a brown colored leak around the front of the unicel dxh 800 coulter cellular analysis system. The volume was unknown and the leak was contained inside the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated as a result of the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse did not see any active leak on the dxh800 instrument mixing chambers and could not determine whether the leak was from the differential mixing chamber or the nucleated red blood cell (nrbc) mixing chamber. The fse was unable to determine the cause of the overflow but cleared all the drain ports in the differential, nrbc and reticulocyte chambers to assure they were all clear of debris. The fse verified all mixing chambers were draining properly to resolve the issue. Failure mode - unknown, but service cleaned all mixing ports to resolve the issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).